Event description:
The customer reported to baxter belgium of a "y" type blood set pf 50 that was leaking due to a cut tubing. No patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information. Sample was received for evaluation on (B)(6) 2010. An actual sample was received for evaluation. A visual examination of the sample confirmed the reported condition of a leak caused by cut tubing. The root cause of this condition was attributed to the set changing orientation during packaging in the pre-formed plastic pouches (formed by the packaging machine). A part of the set was protruding out of the plastic pouch and when the packaging machine indexed to seal the loaded pouch, the protruding part was caught in the seal between the plastic pouch and the paper. Baxter is currently investigating this issue to evaluate the possibility of taking further actions to minimize/eliminate this non-conformance. Baxter shall keep monitoring these events during quality reviews. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.